Event description:
The doctor reported experiencing a corneal burn during a cataract extraction procedure. According to the report the handpiece became warm during the sculpting process and there was a loss of chamber stability. It was at this time that the doctor noticed the burn in the cornea. The pt required an unanticipated suture to close the wound. No further info is available on the pt outcome.